Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy. (Bilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, alopecia, visual impairment, nausea and dizziness had resolved. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and visual impairment to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, general abnormal bleeding, menorrhagia, dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event "injury " replaced with "chronic pain pelvic", events- "general abnormal bleeding , dysmenorrhea (cramping) , abdominal pain ,menorrhagia (heavy menstrual bleeding), hair loss, vision problems, nausea, dizziness", reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no: b53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)" and vaginal haemorrhage ("abnormal bleeding (vaginal)". On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)", abdominal pain ("abdominal pain"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), dizziness ("dizziness"), menometrorrhagia ("menometrorrhagia") and blindness ("vision/eye problems, vision problems"). The patient was treated with surgery (salpingectomy. (Bilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, alopecia, visual impairment, nausea and dizziness had resolved and the menometrorrhagia, vaginal haemorrhage and blindness outcome was unknown. The reporter considered abdominal pain, alopecia, blindness, dizziness, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, general abnormal bleeding, menorrhagia, dizziness diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ dizziness. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received, new events added: abnormal bleeding (vaginal), vision/eye problems: loss of vision, menometrorrhagia were added. Lot number and reporters information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), uterine perforation ('perforation (uterus)/migration of essure device location of device: portruding out of the cornua'), device breakage ('small coil like piece of metal was found in the right lower quadrant area, if this piece of metal causes issues it will need to be removed during a hysterectomy/small piece of left essure coil is still here'), pelvic pain ('chronic pelvic pain') and pelvic adhesions ('lysis of adhesion') in a 41-year-old female patient who had essure (batch no. A50513, a50613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 1997, dysuria, amenorrhea, vaginitis bacterial, fatigue, anemia, female sexual dysfunction, alopecia areata, miscarriage, vaginal candidiasis, right lower quadrant pain, diarrhea, bowel movement irregularity, swelling of tongue, gastric disorder, jaw operation, fibroids, adhesion, salpingitis, candida infection, jaw operation, pain in elbow, hair loss, alopecia areata, neoplasm skin, vaginal discharge, contact dermatitis, sinusitis, premature delivery, vaginal delivery, cholecystectomy, seborrheic keratosis, concussion, jaw fracture, vertigo, low back pain, sleep disorder and ovarian cyst ruptured. Denies weight loss, but has difficulty gaining weight. Denies reflux, heartburn, odynophagia. Dysphagia, pain, blood in stool. Previously administered products included for contraception: mirena in 2013 and nuvaring from 2009 to 2010; for decreased libido: testosterone; for recurrent bv: clindamycin; for an unreported indication: augmentin and mirena. Past adverse reactions to the above products included adverse drug reaction with mirena; and rash with augmentin. Concurrent conditions included paratubal cyst, hematuria, pelvic congestion syndrome, vertigo, vestibular neuronitis, bppv, sialolithiasis, vitamin d deficiency, dizziness, acute pharyngitis, hypoglycemia, lymphedema, streptococcal sore throat, fever, major depressive disorder, depressive disorder, low back pain, hair loss, abdominal pain, raynaud's disease, post concussion syndrome, environmental allergy, chilblains, sinusitis recurrent, atopic, allergic rhinitis, allergic to cats, sinus operation, depression, peripheral swelling, low back pain, tenderness, vaginal itching, yeast infection, irritation skin, burning sensation, discomfort, vaginal odor and spotting vaginal. Concomitant products included ibuprofen for back pain, ibuprofen (motrin) for flank pain as well as colestipol since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required) and complication of device removal ("small coil like piece of metal was found in the right lower quadrant area, if this piece of inetal causes issues it will need to be removed during a hysterectomy.") And was found to have biopsy peritoneum ("peritonial biopsy"). The patient was treated with surgery (on (B)(6) 2016, she underwent a laparoscopic salpingectomy, lysis of adhesion, peritoneal biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, uterine perforation, device breakage, pelvic adhesions, biopsy peritoneum, complication of device removal and vertigo outcome was unknown and the pelvic pain, anxiety, nausea and dysmenorrhoea had resolved. The reporter provided no causality assessment for biopsy peritoneum and salpingitis with essure. The reporter considered anxiety, complication of device removal, device breakage, dysmenorrhoea, nausea, pelvic adhesions, pelvic pain, uterine perforation and vertigo to be related to essure. The reporter commented: plaintiff was informed that if this piece of metal causes issues it will need to be removed during a hysterectomy. Per medical record: pathology report: right fallopian tube: salpingitis, calcifications and foreign body type reaction and paratubal cyst. Essure coil in fallopian tube (gross diagnosis.). Essure coil from left fallopian tube (gross diagnosis). Left fallopian tube: - salpingitis with calcifications and foreign body type reaction. Peritoneal biopsy: chronic inflammatory changes. Insertion details: left and right ostia visualized. Left: number of coils ¿ 1 right: number of coils: 3. Salpingoopherectomy, bilateral hx of (removal of essure coils). Plaintiff said that she has "a piece left over." Medical records :-with right lower quadrant pain. Sip bilateral salpingectomies for broken essure coil on right side. Known piece of remaining collin the uterine cornea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed satisfactory placement and full occlusio; on (B)(6) 2016: unable to see right coil with ultrasound and possible abnormal orientation of the right coil seen on plain film.. Ultrasound pelvis - on an unknown date: adjacent possible broken off piece in the right pelvis. Confirm no retained foreign body; on (B)(6) 2016: left coil is in place. The right coil is identified in the pelvis. However, it is oriented in a more vertical position than on hysterosalpingogram . There is also a radiopaque 2.0 x 0 . 5 mm reticular density, just medial and unattached to the more caudal aspect of the right coil. Possible migration or perforation cannot be excluded. Repeat hysterosalpingogram is suggested, as clinically indicated.. Ultrasound scan - on (B)(6) 2016: result: endometrial polyp on ultrasound with irregular spotting.. X-ray - on (B)(6) 2016: result: portion of essure device was still visible on the left fallopian tube and not able to be removed from the uterus. Transabdominal and transvaginal examinations revealed displacement of the endometrial complex by a small amount of fluid. Within this region, there is an oval-shaped area of increased echogenicity measuring 5 mm, differential considerations include but not limited to an endometrial polyp or echogenic clot. If sono hysterography or hysteroscopy and tissue sampling is not performed, consideration should be given to short-term interval follow-up ultrasound immediately after menses in the next 2 cycles, 2. Echogenic linear focus at the junction of the fundus of the uterus and fallopian tube may reflect an essure device. Clinical correlation is recommended, no similar finding is seen in the contralateral aspect of the right fundus/fallopian tube junction; on (B)(6) 2016: small piece of left essure coil is still here.; on (B)(6) 2016: x-ray above and below point of injury with obvious deformity; 3 views as minimum and supplement as needed. There is no joint effusion, acute fracture or dislocation. No acute skeletal abnormality.; on (B)(6) 2017: reviewed x ray unchanged from previous x ray; still retained piece on left. Concerning the injuries reported in this case, the following ones were described in patients medical record: salpingitis, pelvic pain, device breakage, uterine perforation, anxiety, fatigue,generalized anxiety disorder most recent follow-up information incorporated above includes: on 15-oct-2019: mr received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.